Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic blade was used to create the keratotomy incision and it was found four of the blades were dull. Blade did not enter the lens through the anterior capsule but entered till anterior chamber with difficulty and bounced off the lens. Surgery was completed with no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of dull blades; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo given by the customer was reviewed by the manufacturing site. Photo shows a label with reported lot number. Reported issue cannot be confirmed from photo. The root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).